Event description:
It was reported that in the patient's room two days after the catheter was placed in the patient's left subclavian vein, a leak was found from the insertion site. As a result, the catheter was removed and a new kit was open and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).